Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision and explant due to infection and sepsis. The pacemaker, right atrial (ra) lead and right ventricular (rv) lead were explanted. There were no additional adverse effects reported. The pacemaker was then used externally for temporary pacing. Subsequently, the pacemaker was removed from service when a new system was implanted.